Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's service engineer (se) inspected the device. The se replaced the man-machine interface printed circuit board.

Event description:
It was reported that the ventilator alarm silence key did not work. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01nov2018. Date of manufacturer: 31oct2018. The man-machine printed circuit board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.